Event description:
The customer stated that he woke up to the paramedics treating him for low blood glucose levels. The customer stated that he is feeling fine now, but he felt that the sensor was not working properly. The customer had previously called to report bad sensor and lost sensor alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.